Event description:
Further information was received from the patient that after the implant of this device she had a syncopal episode while riding bike, fell, and got a concussion. The patient reports that the device was then explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted and replaced. No adverse patient effects were reported during the procedure. The device was expected to be returned for reliability analysis.

Event description:
Additional information received from the field representative was able to interrogate the device and got battery error. The gas gauge was empty. The device was using 1000% for current drain, magnet rate 90, normal 2v output and 0% pacing. The gas gauge was in the red and did not trigger elective replacement time (ert). Boston scientific technical services (ts) explained that the device should not be using that much battery, sounds like there was a very high current drain and it should be replaced as soon as possible. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. The field observation was confirmed through analysis.

Event description:
Boston scientific received information that upon device check, the field representative reported that the projected remaining battery life of the pacemaker is approximately two years left. It was noted that the pacemaker only paces 10% at 2.5 volts (v). Boston scientific technical services (ts) advised to have the field representative perform a memory dump and have the data analyzed as this is not an expected device longevity according to device usage. Attempts were made to obtain additional information however the field representative has no further information to add. The pacemaker remains in service. No adverse patient effects were reported.